Event description:
On (B)(6) 2023, the customer alleged to medela llc that she doesn't express well with the pump in style max flow breast pump. Additionally, the customer alleged that the pump was working and doing what it is supposed to, but it is not expressing like her pump in style advanced breast pump. The customer alleged that when it pulls it has a different type of pull with the vibration and the customer cannot turn it up because it hurts. The customer also alleged that she developed mastitis and was prescribed an antibiotic.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including verified user was using correct kit components and verified user was washing parts according to IFU. The customer was sent a replacement pump. The customer was contacted by a complaint handler on multiple occasions to get additional information, with no response as of the date of this report. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.